Event description:
It was reported that during a procedure of the narrow, moderately calcified, de novo mid left anterior descending (lad) artery, after predilatation the multi-link 8 stent delivery system (sds) was advanced over the balance middleweight (bmw) guide wire and met resistance. Excessive force was applied but the sds could not cross the lesion and the sds and bmw guide wire were removed together from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4) - removed-correction. Evaluation summary: the device was returned for evaluation. The reported difficulty to position and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The stent dislodgement and shaft separation were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the multi-link 8 coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.